Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 42 mg/dl and the current blood glucose was 193 mg/dl. Customer treated low blood glucose with food and candy and troubleshooting for the low blood glucose and mini med connect was done successfully. Customer stated that, the alarm was not cleared before information was sent to mini med connect app. The drive support cap appears normal. Based on customer report customer does not allege pump was over delivering. The insulin dripping or squirting from end of set before connecting at their site. Customer was able to access care link personal via a personal computer. The device will not be returned for analysis.